Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) indicated that the issue was resolved. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their wires came out after one day during their interstim trial. No further information reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not happy with the trial. The patient's "wires disconnected" last week and was unsure who to contract. The patient was seeing improvement since program change on the monday prior to the call when the patient was changed from program 1 to program 2. No patient symptoms were reported. No complications were reported or anticipated.